Event description:
It was reported that during an unknown gynecological procedure, the device was torn prior to use and the ovary fell through. A like device was used to complete the case. There was no consequence to the pt.